Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6); 4195 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that there was no capture noted on the right ventricular (rv) lead during a clinic check. It was also noted that there were low voltage r waves. The lead remains in use. The patient was enrolled in the product surveillance registry study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was reprogrammed.